Event description:
The following was reported to hamilton medical ag: failed pressure sensor paw test (system test). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).